Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024 . The patient had inaccurate cgm values 7 days after the sensor was inserted in the arm. On (B)(6) 2024 the patient was working at the hospital when dexcom started giving low readings around 40 mg/dl. The patient started feeling confused, experienced heart palpitations, slurred speech and was shaky so she self-treated with 2 bottles of mountain dew (20 ounce) each and put sugar under her tongue. The cgm reading was not increasing; the nurse on duty took her to the emergency room. They performed a bg reading which was 450 mg/dl. She was treated with IV medication and 10 units of insulin. After 10 minutes the nurse took another bg reading which was 436 mg/dl. The patient was discharged the same day, and the bg was 450 mg/dl. At the time of the report the patient was feeling fatigued but fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code - e0131 speech disorder.